Event description:
Pt fell off a wheelchair, suffered a 5 inch cut on their skull and a mild heart attack. In the hospital they found that they had several organ problems and died 9 days later. While pt would have died soon anyway, rptr is convinced that the fall accelerated their death. The wheelchair has tipped over several times previously and rptr has personally witnessed it once. The assisted living facility where pt lived refused to allow a restraining belt to be placed on the wheelchair based on a state health care administration rule (400.441, fs0). They did nothing wrong, they just followed the rules. Rptr believes that the instability of the wheelchair is caused by the closeness of the front wheels to the rear wheels and therefore when the person leans forwards the wheelchair can tip over. Pt was small. Rptr urges FDA to investigate wheelchair designs and ban those that are unsafe. It was leased under medicare from a homecare company.